Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they were diagnosed with peritonitis. The patient stated they experienced dizziness, abdominal pain, and lethargy. Additional details were provided upon follow-up with the patient¿s pd registered nurse. It was reported that this patient presented to the outpatient clinic on (B)(6) 2026 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic presented with staphylococcus epidermidis in the culture and a wbc count of 4363/mm3. The patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The patient was not hospitalized for this event and was prescribed intraperitoneal (ip) vancomycin at 1750 mg twice a week for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The ip ceftazidime was discontinued upon receipt of culture results. The patient recovered from this event at home following completion of antibiotic therapy. It was reported that the patient¿s peritonitis was not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during pd therapy with no indication of a contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human skin and hands. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.